Event description:
It was reported that during routine device change out, an insulation damaged was noted below the suture sleeve of the right ventricular lead. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.